Event description:
The facility representative reported a flogard infusion pump with a failure code of 94. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed during device evaluation. The assignable cause was identified as a low main battery. The main battery was replaced to correct the reported condition. The following information was erroneously omitted from the initial MDR. A service history review revealed that this device was previously serviced for the reported condition. The device was repaired and returned to the customer. Should additional information become available, a follow-up MDR will be submitted.